Manufacturer narrative:
The on-site examination by the dräger service revealed that the fault could be remedied by replacing the therapy control unit m16. The technician downloaded the electronic log file. Both, the log file and the replaced therapy control unit were returned for investigation. The logbook analysis revealed that the complained behavior was caused by several resets of the processors on m16. Examination of the hardware in a laboratory device without writing tray revealed that the error can be reproduced when the area of the reset button on m16 is directly subjected to mechanical stress. Microfractures of inner conductor paths in this area are considered a likely root cause. A reset of the processors on the therapy control unit results in a short therapy interruption of no more than 15 seconds. Therapy will then be continued with the last valid settings. As by now, similar cases have not been reported, this case is considered a single event. Replacing the therapy control unit has fixed the problem.

Event description:
It was reported that, when mechanical stress is applied to the writing tray, the screen starts to flicker or fails completely.